Manufacturer narrative:
H3: product analysis #705260836:¿ equipment used: vis (m-81805) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex braid was returned for analysis within a shipping box, within an envelope, within a plastic pouch, and within a syringe barrel. ¿ damage location details: the pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damage¿ report was confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was moderate; therefore, patient vessel tortuosity was ruled out as a potential cause. In this event, it is likely the placement of the braid in a vessel bend and the damage to the braid (fraying) contributed to the failure to open. (Rosaj10 2022-12-14) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for a ruptured carotid-cavernous fistula (ccf). The patient's vessel tortuosity was moderate. The landing zone was 4.2mm distal and 4.71mm proximal. Dual antiplatelet treatment was administered (aspirin 100mg*1, pravix 75mg*1). It was reported that the doctor tried to deploy the pipeline at the m1 straight segment by pushing, but the distal end of the device was constrained. The doctor resheathed the distal braid to push the ptfe sleeves forward. They re-deployed the device by push and center technique. The distal end of the device was still constrained. They pulled the system back to the landing zone, and the doctor tried to deploy in-situ. The distal end of the pipeline still didn't fully open as it was flatting on the petrous segment. The device was resheathed 3 time. The doctor decided to replace the device, and suspected the pipeline was damaged. A replacement pipeline was deployed smoothly and completely. The middle of the pipeline was positioned in a bend, and less than 50% had been deployed when it failed to open. No other steps were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure showed that it was successful. The devices were prepared according to the instructions for use (IFU). Ancillary devices include 7fr shuttle sheath, transcend .14 guidewire, phenom microcatheter, and navien guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.